Event description:
The customer reported that a sonosite tee/8-3 mhz transesophageal transducer left black marks on the pt's lips and tongue in the area where the transducer shaft rested against the pt. No permanent damage or injury was reported.

Manufacturer narrative:
The customer was using metricide opa as a cleaning agent, which is not one of the disinfectants recommended for use only those disinfectants that have been recommended for use with the tee transducer and in doing so to ensure they follow the MFR's instructions for use when cleansing and rinsing their transducer. In addition, they were provided a copy of the tee user guide and tee care instructions which lists alternate cleaning methods that have been approved for use with the tee.